Event description:
Customer reported that on (B)(6) 2014 she received an ER-3 message on the display of her adc blood glucose meter after a sample was applied to a test strip inserted into it. Customer further reported experiencing "shakiness, sweating, thirst and dizziness". Paramedics were called and upon arrival treated customer with a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with returned test strips lot 1362862. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.